Event description:
Consultant reported: pt implanted with tibial nail and screw construct on (B)(6) 2011. It was discovered on an unk date, the pt developed an infection. Pt was returned to operating room on (B)(6) 2012 for removal of hardware in the affected leg. Surgeon removed all hardware following pulse lavage of the original wound with antibiotic solution. Surgeon then sued the reamer/irrigator/aspirator system (ria) to further ream and pulse lavage the canal with antibiotic solution. Surgeon reviewed pt with a new tibial nail-ex and 5 locking screws. This is 1 of 6 reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.